Manufacturer narrative:
Visual inspection results: no product was returned; therefore, no visual inspection was performed. Manufacturing record review: a review of the manufacturing records was performed. No non-conformance reports associated with this production order were identified. The manufacturing process record was evaluated and the lenses were within specification at the time of product release. The lenses were released according to specification. A search on complaints related to this production order revealed that no other serial numbers in this production order were identified in another investigation. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The customer's report of haptic damaged was not verified in the investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - surgical intervention (incision enlargement). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of a za9003 intraocular lens (iol) into the patient''s eye the physician noted the haptic broke. The lens was then cut out and removed and replaced with a non-amo lens. The incision was enlarged to remove the lens. The patient had no anatomy or medical issues. No further information was provided.